Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the rocker arm lock knob on the mayfield modified skull clamp (a1059) was too loose. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record: the DHR documentation showed no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational and lateral movement when unit is not under pressure. When unit is properly positioned and put under pressure, the unit would function properly. Evaluation found no device deficiencies that would have contributed to the reported complaint.

Event description:
N/a